Manufacturer narrative:
Qn# (b)(40. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and w ithout magnification. Visual examination of the returned stapler revealed that the first four staples appeared misaligned. No clear evidence of use in the form of biological material was present on the device. The trigger was not returned engaged. The stapler was received with 39 staples remaining in the cover block. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple misfired. The device was disassembled and die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. It appeared that the staple misalignment prevented the remaining staples from consistently firing correctly. The source of the staple misalignment could not be conclusively determined. A device history record review was performed, and no relevant findings were identified. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The returned stapler revealed that the first four staples were misaligned. Upon functional inspection, the staples were unable to consistently fire properly. The sample was disassembled. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed. It appeared that the staple misalignment prevented the remaining staples from consistently firing correctly. The source of the staple misalignment could not be conclusively determined. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a; corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler (jammed, not firing) in surgical operation". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler(jammed, not firing) in surgical operation". No patient harm or injury. The patient status is reported as "fine".